Event description:
Sales rep reported that chemo drug, "gemzar," leaked onto rn during prime at pt bedside. F/u with rn, confirmed that there was no pt or staff injury, as they reported to have been wearing protective gear. Rn explained that they were in a sitting position when chemo leaked out of tubing onto a small part of their thigh area of their scrub pants. Rn further reported that no chemo spilled onto pt or floor. Immediately after incident, rn reported to have scrubbed their leg appropriately and changed their pants.